Event description:
It was reported that when the patient presented in-clinic during a routine follow-up, inhibition of ventricular pacing due to myopotential oversensing was observed. A patient alert for lead noise was also observed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.